Event description:
It was reported that the user requested assistance with insulin supply replacement and infusion set management, then later disconnected from the pump overnight due to perceived noise and subsequently experienced elevated blood glucose requiring a full set and cartridge change. Symptoms included hyperglycemia. Outcomes included restoration of insulin therapy following guided cartridge and infusion set replacement and no reported alerts or alarms. Investigation included troubleshooting and user education on correct cartridge replacement, tubing fill, reconnection, and cannula fill, as well as reinforcement of changing all supplies together per use guidelines. Investigation of this case revealed a cause that remained unclear, with no device alerts reported and no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.